Manufacturer narrative:
Patient initials are (B)(6). Date of event: unknown. Additional product codes for this report include: mni, mnh, kwp, and kwq. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned device history record review: manufacturing date: february 25, 2011, all parts under lot 6526904 were accepted as conforming as none contained any non-conformances or anomalies. In addition, the raw material records for lot 6371080 were reviewed. The raw material underwent all required inspections and test requirements with one non-conformance report (ncr) generated for oversize od and visual nonconformities. A sort was conducted to identify material within lot 5257085 to allow transfer of material as the only difference in specifications is that one has a tighter od tolerance. A total of (B)(4) bars were accepted as rework, where rework was for splitting the work order and transfer. After rework, inspection was performed for visual non-conformances. A total of (B)(4) bars passed and were split. The relevance of this ncr cannot be determined until the product is returned for investigation. In conclusion, review of the device history records showed that there are potential issues during the manufacture of the product that could contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior l4-l5 spinal fusion procedure on (B)(6) 2011 with the implantation of synthes universal spine system (uss) instrumentation. The surgeon noted on an unknown date that the patient had not healed. Additionally, non-union, pain, and discomfort were reported. It was later confirmed that the rods between the l4 and l5 screws had broken. On (B)(6) 2016, the patient returned to the operating room for revision. All of the previously implanted uss hardware was removed and the patient revised to new synthes uss screws at l4 and l5. New rods were then inserted to connect the screws. The procedure was completed successfully with no surgical delay. Concomitant medical devices reported: side-opening screw (part 498.745 / lot unknown / quantity: 4), uss collar (part 498.011 / lot unknown / quantity: 4), and uss nut (part 498.003 / lot unknown / quantity: 4). This report is 1 of 2 for (B)(4).